Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device stopped ventilating on patient, the display went "black" with high pitch (power fail) alarm sounding, alarm then stopped and display remained blank. Nursing staff then switched vent off and back on again, ventilator then restarted normally but was removed from use. No injury reported.

Manufacturer narrative:
The device log was made available for investigation. The logbook gives no hint to a technical error of the device, but to a leak in the patient hose system prior to the event. Several alarms were posted for leakage and other consequences of the leak. A user attended the situation and activated alarm silence. The alarm silence period had elapsed short time prior to the event. The description of the device behavior fits to a warmstart of the device. The device was then switched off by the user. A warmstart is the specified behavior to restore ventilation if the internal device monitoring has detected a deviation from expected data or behavior. In case of a warmstart an acoustical buzzer alarm is generated immediately and the airway system is opened to allow for spontaneous breathing. After about 8 seconds the ventilation is continued with the previous settings. As the value for minute volume is reset to zero during the warmstart the mv-low alarm is posted after the warmstart until mv exceeds again the mv-low alarm limit.

Event description:
Please see initial-report.